Event description:
The physician's consultation report indicates that the pt was admitted in 7/2003, for abdominal and left flank pain of two days duration. Pt was administered "IV" antibiotics. Twelve days later eval revealed pneumonia and graft infection (staph aureus bacteremia). The graft had been implanted in 1996 as an aorto-bifemoral bypass graft.